Manufacturer narrative:
The patient had a primary on (B)(6) 2016. After primary, the patient came in due to signs of infection (MDR 2016-00222). The surgeon revised the head and the liner on (B)(6) 2016. On 22 june 2016 it was communicated that the pathogen results will not become available. Batch review performed on (B)(6) 2016. Lot 156662: (B)(4) items manufactured and released on 20 january 2016. Expiration date: 2021-01-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and this is the second similar event reported on items of the same lot (MDR 2016-00222). On 13 july 2016 it was prepared a final report with the information already submitted in the initial report. On 14 july 2016 the report was sent to the initial reporter and the case was closed. Not available.

Event description:
The patient came in due to signs of infection after the first revision. The surgeon removed the poly and placed in antibiotic spacers. The surgery was completed successfully. X-rays and explants are not available.